Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coring was observed in an unspecified quantity of vial-mate adapters. The reporter stated, ¿the connect device is like a large bore device and often times leaves a piece of the vial top in the vial¿. The ¿connect device¿ is vancomycin 750mg. This was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which observed a gray particulate in the vial and solution bag. The particulate matter appeared to be stopper material. The reported condition was verified. The cause of the condition was not determined. Due to the nature of the returned sample no additional testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.